Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) for patients undergoing unknown procedure where absorbable hemostat was used. The reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: absorbable hemostat : 338 (general surgery: 68 thoracic surgery: 131 urologic surgery: 5 gynecologic surgery: 3 orthopedic surgery: 92 head/neck/maxillo facial surgery: 4 neurologic surgery: 8 plastic surgery: 27 dental surgery: 0) absorbable hemostat 379 (general surgery: 27 thoracic surgery: 209 urologic surgery: 6 gynecologic surgery: 5 orthopedic surgery: 81 head/neck/maxillo facial surgery: 8 neurologic surgery: 19 plastic surgery: 24 dental surgery: n/a) absorbable hemostat : 102 (general surgery: 26 thoracic surgery: 48 urologic surgery: 6 gynecologic surgery: 8 orthopedic surgery: 10 head/neck/maxillo facial surgery: 1 neurologic surgery: 1 plastic surgery: 2 dental surgery: n/a) absorbable hemostat: 219 (general surgery: 35 thoracic surgery: 102 urologic surgery: 6 gynecologic surgery: 6 orthopedic surgery: 48 head/neck/maxillo facial surgery: 0 neurologic surgery: 4 plastic surgery: 18 dental surgery: 0) patients had peri-operative complication after the procedure with the use of the device and before the discharge of the index hospitalization were defined with the diagnosis code, tissue necrosis. Absorbable hemostat : 289 (general surgery: 81 thoracic surgery: 72 urologic surgery: 42 gynecologic surgery: 28 orthopedic surgery: 24 head/neck/maxillo facial surgery: 13 neurologic surgery: 18 plastic surgery: 10 dental surgery: 1 ) absorbable hemostat : 334 (general surgery: 49 thoracic surgery: 125 urologic surgery: 27 gynecologic surgery: 29 orthopedic surgery: 42 head/neck/maxillo facial surgery: 29 neurologic surgery: 12 plastic surgery: 21 dental surgery: n/a) absorbable hemostat : 145 (general surgery: 46 thoracic surgery: 23 urologic surgery: 39 gynecologic surgery: 21 orthopedic surgery: 10 head/neck/maxillo facial surgery: 1 neurologic surgery: 2 plastic surgery: 3 dental surgery: n/a) absorbable hemostat : 171 (general surgery: 49 thoracic surgery: 37 urologic surgery: 35 gynecologic surgery: 15 orthopedic surgery: 14 head/neck/maxillo facial surgery: 8 neurologic surgery: 6 plastic surgery: 6 dental surgery: patients had peri-operative complication after the procedure with the use of the device and before the discharge of the index hospitalization were defined with the diagnosis code, 30-day bleeding related reoperation.

Manufacturer narrative:
Product complaint #(B)(4). (B)(4). Device not returned. This report is related to a clinical evaluation report from a related research activity database; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. If further details are received at a later date a supplemental medwatch will be sent. Event related to mw # 2210968-2022-02292 (surgicel fibrillar hemostat), mw # 2210968-2022-02293 (surgicel snow hemostat), mw # 2210968-2022-02294 (surgicel nu-knit hemostat). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.